Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a torn keypad cover, unresponsive ok button, contamination under key contacts, and a dim display. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings:keypad cover was torn or fell off over 'ok' button with an evidence of exposed a keypad flex. Ok button is unresponsive due to key contact missing. Evidence of contamination was found under all key contacts. Dim pink display screen is found. Open the pump cover to take away a bad display screen to perform a test with a new good display screen. The good display screen is showing a strong contrast and clear text.